Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was not able to be returned for evaluation. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. He device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that this 23mm mechanical valve was explanted after an implant duration of approximately 26 years and 11 months due severe stenosis (112/68 mmhg peak/mean gradients). As per op report of the explant, there was a reduced opening execution of the prosthetic valve. It was observed that patient´s annulus was severely calcified so decalcification was performed before the implant of a new 23mm valve in replacement. Patient was discharged home on pod+7.